Manufacturer narrative:
This a correction to the inital awareness date g4 which was submitted in the inital emdr. Incorrect date (B)(6)2018 correct date (B)(6)2018. I became aware of this on (B)(6)2019.

Event description:
Device switching on and prompting memory full. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device switching on and prompting memory full. There was no patient involved in this event.